Manufacturer narrative:
Date of event: (B)(6) 2019. Date of this report: 21jun2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse noted that the unit had intermittent operation. The fse calibrated the device and the unit displayed bad touch detected. The fse replaced the touch screen. After this repair, the fse performed calibration and the unit was functional. The device was not in use at the time the reported issue was discovered. There is a relationship of the device to the reported problem. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined.

Event description:
The customer reported a touch screen failure. There was no patient involvement.

Manufacturer narrative:
Date rec'd by MFR: 16aug2019. The touch screen assembly was received for evaluation. Visual inspection of the touch screen assembly revealed no evidence of damage or contamination. The touch screen assembly was installed into a test ventilator in attempt to duplicate the reported problem. Further investigation concluded that the resistance (ul_lr and ur_ll) and resistance ratio were out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.